Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was 179 mg/dl. Customer also stated that the insulin pump had numbers are not ramping on their own, scroll bar was not moving with no input and arrow button was unresponsive. Customer states an alarm was not in progress at the time the button was unresponsive and block mode was inactive. It was also stated that the insulin pump had insulin pump time advanced forward. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. No time or clock anomaly noted. (B)(4).